Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and embedded device ('2.4 cm in length segment of coiled metallic wire which is embedded within') in an adult female patient who had essure (batch no. 919033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, dyspareunia, multigravida, parity 3, spotting between menses and bloating. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, embedded device, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details-an essure device was then placed in each fallopian tube leaving three trailing coils from the right and four from the left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: right essure device: is a 15 cm in length segment of metallic coiled wire which has been mostly stretched, unraveling the coils. There are 2 additional segments of coil ranging in length from 0.3 to 0.5 cm, and 0.2 cm in diameter. Submitted with the wire is a 0.9 x 0.7 x 0.2 cm fragment of red-tan, partially cauterized fibrous tissue. The coil itself has no attached tissue. The specimen is submitted for gross examination only. Left essure device: is a 2.4 cm in length segment of coiled metallic wire which is embedded within a 2.5 x 5 x 0.4 cm portion of pink-tan, fibrous tissue. Additionally, submitted are 2 small fragments of coiled wire ranging in length from 0.1-0.3 cm, and 0.2 cm in diameter. The specimen is submitted for gross examination only. Ultrasound scan vagina - on (B)(6) 2019: essure micro-inserts appear in appropriate location. 2. Adnexal varicosities bilaterally can be seen in the setting of pelvic venous congestion syndrome. If clinically appropriate dedicated MRI may be considered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received-new event 2.4 cm in length segment of coiled metallic wire which is embedded within were added. New reporter, lab data, medical history, insertion details, race were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in a female patient who had essure (batch no. 919033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') in a female patient who had essure (batch no. 919033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("migration"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-previously reported event injury nos was replaced with pain. New events abnormal bleeding, fracture, psy injury, bladder problem, urinary problem, bladder infection, vaginal infection, vaginal discharge, migration were added. Essure removal details were added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.